Event description:
Per the clinic, the device was explanted on (B)(6) 2026, due to unknown reason. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced a mild burning sensation at the magnet site. The magnet strength was reduced and softwear pads were utilized, which successfully resolved the symptom. Subsequently, the patient developed irritation, scabbing, tenderness, skin breakdown, and skin dehiscence at the magnet site, resulting in exposure of the magnet casing. The patient was treated with oral and topical antibiotics (specific date and duration not reported) ; however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted under general anesthesia on (B)(6) 2026. During the procedure, the skin dehiscence was repaired with a local rotational skin flap, and antibiotic irrigation was performed. Reimplantation was planned but had not occurred at the time of this report.